Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 it was further reported that the cause of the alarm was unknown. It was unknown if a pump memory error had been confirmed. The physician suspected a minor memory error, as previously reported. The logs were not ¿reported¿ as the alarm had not been heard since then.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# n592294005, implanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a (B)(6) manufacturer representative (rep) regarding a patient who was receiving gabalon intrathecal (unknown concentration at a dose of 50 mcg/ml) via an implantable pump for spastic palsy on (B)(6) 2016, the patient visited the hospital and reported the pump was alarming every hour. Event logs were obtained, but no abnormalities were found. There were no pump alarms heard after the patient came into the hospital. There were no problems with the reservoir volumes or elective replacement indicator (eri), "so a small memory error that did not remain in the log was suspected". Interrogation was performed again and the patient went back home. There were no health hazards. The event was recovered on (B)(6) 2016. Additional information received on (B)(6) 2016 reported the patient visited the hospital. The alarm did not go off afterward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.